Event description:
It was reported that during a follow up in clinic, far field r-wave oversensing and low p-wave amplitude were noted on the device. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.